Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the defective ps3 power supply to restore vertical lift column function. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys had a vertical lift column failure.